Manufacturer narrative:
Device was used for treatment, not diagnosis. Catalog/lot#: it was reported the part # and lot # of the device is 04.001.426s, 7107255 respectively. However, the part and lot # combination provided is not valid. The lot # provided of 7107255 corresponds to part # 04.001.422s. Additional information was requested. Reportedly, the expiration date and manufacturing date of lot # 7107255 (part #04.001.422s) is 11/25/2021 and 12/13/2012 respectively. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was completed for lot # 7107255 (part #04.001.422s). The manufacturing records were reviewed and no complaint related issues were found. It was noted that the lot # corresponds to part # 04.001.422s. Reportedly the expiration date and manufacturing date of lot # 7107255 (part #04.001.422s) is 11/25/2021 and 12/13/2012 respectively.

Manufacturer narrative:
Corrected catalog # from 04.001.426s to 04.001.422s. Placeholder.

Event description:
Patient presented with a left humerus fracture was implanted with humeral nail, spiral blade, locking screws and an end cap on (B)(6) 2013. X-rays taken on an unknown date by the surgeon revealed a non-union of the left humerus. Patient was returned to the or on (B)(6) 2013 for revision surgery. All hardware removed and the patient was revised to a large frag plate and screw construct. The revision procedure was completed successfully. This is 1 of 6 reports for the same event, complaint #(B)(4).